Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One drill has broken upon use in patient. Broken part was removed from the wound. One drill bit has bent upon use in patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.